Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 07/01/2016 and identified valve lv8 as the cause of the leak; the valve was not firing consistently due to a restricted (plugged) red stripe connector tubing. Both the valve and the red stripe tubing were replaced, resolving the leak. (B)(4). Usage of device: this was unintentionally left blank on the initial report, and is corrected in this follow-up report.

Event description:
A customer reported an uncontained leak of approximately 12 ml of clear fluid from the probe of a coulter act diff 2 analyzer while running controls. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 07/01/2016 and identified valve lv8 as the cause of the leak; the valve was not firing consistently due to a restricted (plugged) red stripe connector tubing. Both the valve and the red stripe tubing were replaced, resolving the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported an uncontained leak of approximately 12 ml of clear fluid from the probe of a coulter ac-t diff 2 analyzer while running controls. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat when the leak was discovered, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.